Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that about 6 months ago they started feeling some electric shock on their external calf muscle. Pt mentioned that the electric shock usually goes away after a few second and sometimes repeats 2-3 times; they would turn off the stimulation whenever there's an electric shock and wait for a little bit before turning the therapy on again. Pt mentioned that they know how to change intensity but the problem still happened. Pt asked if the manufacturer representative (rep) can do some adjustment on the therapy settings. Pt was redirected to their managing healthcare provider (hcp) and rep for further assistance. Agent provided information and redirected pt to their managing hcp and mdt rep for proper consultation on the scanning device they bought and on the CT scan they needed. Pt confirmed that they keep the devices charged. When asked about their managing hcp. Pt mentioned that they don't have a managing physician and they're mostly out-of-the country. Agent did their best to document the information. Agent asked pt if they still have contacts to their rep and pt stated yes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.